Event description:
It was reported that the ilet displayed repeated alert 38 indicating consecutive stalled motor events during meal announcements, with the issue temporally associated with a recent supply change and accompanied by a leaking cartridge and user-reported overfilling and incomplete tubing fill. Symptoms included high blood glucose and disorientation. Outcomes included restoration of insulin delivery after a successful dry run and full supply change with new supplies, with the user planning to refill insulin and monitor. Investigation included remote troubleshooting and user education on proper cartridge filling and tubing priming. Investigation of this case revealed indicators consistent with a supply-related flow obstruction and leakage due to overfilling and incomplete priming, without evidence of device malfunction after supply replacement. It was concluded that the cause of hyperglycemia was unclear but was likely related to improper supply preparation and use rather than a device defect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.